Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it was not working. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leaks were found. The ms pump was functionally tested and passed within specification. Product analysis was unable to confirm the reported allegation.

Event description:
It was reported that the pump of this inflatable penile prosthesis was not working. The pump was explanted and replaced. No patient complications were reported.